Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was advanced. The closure device was deployed. The device met criteria and as therefore released in the laa. About 30 seconds later after release, the device embolized out of the laa. The device ultimately dislodged from the valve and the physician was able to snare the device without issue and remove it from the patient. The patient was discharged home from the hospital the next day. No further complications were reported.